Event description:
Reportedly this pump was set up to deliver blood via sringe infusion for a baby. The initial infusion was set up by an rn, whom transferred the responsibility of this infusion to another rn. The second rn was informed that the infusion should have been completed. When the pump was checked, it had approx 2 hrs of blood volume remaining in the syringe. The pump did not indicate any abnormal infusion status at this time. However, this pump was exchanged for another pump. The remaining infusion of blood took place on the replacement pump without pt care problems. No sequela has been reported.